Manufacturer narrative:
Concomitant medical product: (B)(4), crt-d, implanted: (B)(6) 2014. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead was undersensing, resulting in the cardiac resynchronization therapy defibrillator (crt-d) incorrectly detecting or classifying the patient's ventricular tachycardia (vt). The lead sensing vector was adjusted. The lead and device remain in use. No patient complications have been reported as a result of this event.